Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the reported event could not be confirmed. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. No further actions are possible with the available information.

Event description:
In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 4 years and 1 month due to severe (4+) aortic insufficiency (ai). Per the op report, recent tee demonstrated severe ai of the prosthetic valve with mild to moderate mitral stenosis with a mean gradient of 12 mmhg. Aortic valve findings: the distel ascending aorta revealed 28 mm size. The sinotubular junction revealed 24 mm size. The aortic valve annulus revealed 22 mm size. The aortic valve leaflet morphology was bioprosthetic. The device was explanted and calcific deposits were carefully removed. After debridement, the device was replaced with a new edwards bioprosthetic valve. The patient weaned off cardiopulmonary bypass without difficulty. The operation was completed without difficulty. Ddd was required before completion of surgery. Patient tolerated the procedure well.